Manufacturer narrative:
Concomitant product: d224trk ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. This led to premature battery depletion of the cardiac resynchronization therapy defibrillator (crt-d). The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.